Event description:
Additional information received from a manufacturer's representative (rep) reported that no further action had been planned at the time of this report, (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information was reported from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for myofacial pain syndrome. It was reported the patient's rechargeable implantable neurostimulator (ins) reached end of service (eos). The eos notification did not seem correct relative to the implant date. It was suspected the eos was due to overdischarges. The rep was aware of two overdischarges, but not three strikes. It was noted that the patient never had an explant . Additional information was received from a rep reported that no intervention had been scheduled yet. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.